Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, an ophthalmic system has unstable intra ocular pressure during ultrasound mode and balanced salt solution appeared to be consumed more rapidly than usual. The surgery was continued and completed on the same day without any other issues. There was no impact on the patient.